Event description:
It was reported that 17 days after placement of the foley catheter, there was a loud popping sound inside the patient's body, and it broke. According to the patient there was no pulling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 17 days after placement of the foley catheter, there was a loud popping sound inside the patient's body, and it broke. According to the patient there was no pulling. Per follow up information received via rcc on 10sep2025, stated that after consulting with a urologist, it was confirmed with the defect at the bladder border and advised that it would be best to remove it. When visited the site a few days after drafting the pir, consulted with the doctor, but since the patient did not experience any discomfort or fever, we were advised to monitor the condition. The situation after that is unknown.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Visual inspection noted catheter balloon had ruptured with missing pieces. The missing pieces was not returned. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. The exact cause of how and when problem occurred could not determine. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling have been conducted for investigation purposed. The IFU is attached in the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.